Event description:
Initially, this adverse event was assessed and reported only under the thermocool smarttouch sf (manufacturer report number: 2029046-2024-03809). However, additional information was received on (B)(6)2024 and the adverse event was also assessed as MDR reportable under both the qdot micro catheters as it appears they were inside the body attempting ablation prior to the adverse event. The awareness date for the qdot micro catheter reports are (B)(6)2024. It was reported that a patient underwent an atrial flutter ablation with a thermocool smarttouch sf and two qdot micro catheters. The patient experienced heart block that required pacemaker insertion. During la flutter ablation on septal anterior side, patient went into av block. After some waiting time, physician decided to implant a pacemaker. Patient and catheters were setup as per instructions for use (IFU). The carto 3 mapping system was used to map an atypical flutter. Carto system, ngen generator, diagnostic catheters and smartouch sf catheter functioned as intended. Additional information was received on 13-nov-2024. The physician did not state at any time that any of bw systems or products were the cause of av block. There were 3 catheter exchanges during the procedure as first 2 qdots were faulty. Clarification received on (B)(6)2024 on the reported two faulty qdots: the qdot catheter gave a "hi-force" warning during ablation. Catheter was re-zeroed. Tx dongle restarted. Catheter cable changed. A "current leakage warning message" appeared a couple of times. It was accompanied by a signal noise / signal loss issue. Signals were briefly lost. The signal interference (noise/loss) was observed on all ECG (bs and ic) channels. Noise on recording system and loss on carto, all very briefly (less than 1second as far as can be recalled). There was ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference / loss, the affected catheter was inside the patient¿s body. They were trying to start ablation. A second qdot catheter was opened. "106 force sensor error" appeared. Tx dongle restarted. Ngen generator restarted. No force value was shown. Physician decided to switch to the smarttouch sf catheter. Ablation was then successfully initiated. Surgery was delayed due to the reported event for 20 minutes. The current leakage issue was assessed as non MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. The signal issue was assessed as non MDR reportable. The risk to the patient was low. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf catheter and the two qdot catheter¿s.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro catheter. During la flutter ablation on septal anterior side, patient went into av block. After some waiting time, physician decided to implant a pacemaker. Additional information was received. The physician did not state at any time that any of bw systems or products were the cause of av block. There were 3 catheter exchanges during the procedure as first 2 qdots were faulty. The qdot catheter gave a "hi-force" warning during ablation. Catheter was re-zeroed. Tx dongle restarted. Catheter cable changed. A "current leakage warning message" appeared a couple of times. It was accompanied by a signal noise / signal loss issue. Signals were briefly lost. The signal interference (noise/loss) was observed on all ECG (bs and ic) channels. Noise on recording system and loss on carto, all very briefly (less than 1second as far as can be recalled). There was ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference / loss, the affected catheter was inside the patient¿s body. They were trying to start ablation. A second qdot catheter was opened. "106 force sensor error" appeared. Tx dongle restarted. Ngen generator restarted. No force value was shown. Physician decided to switch to the smarttouch sf catheter. Ablation was then successfully initiated. Surgery was delayed due to the reported event for 20 minutes. The device evaluation was completed on 10-jan-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and the generator. The device features were reviewed, it was recognized and visualized correctly. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. Then, using an electrical box, the values were within specifications, no signal noise or electrical issues were observed during the test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, the current leakage, electrical issue and force issue reported by the customer could not be replicated during the product investigation, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The carto® 3 system instructions for use (IFU) contain the following information: disconnect all catheter cables from the patient interface unit (piu). If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).